Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if the device is available

Event description:
It was reported that during testing at the user facility, the tip broke. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Event description:
It was reported that during testing at the user facility, the tip broke. This event occurred prior to a surgical procedure; no patient involvement or adverse consequences were reported. It was reported that there was a small delay to the procedure.

Manufacturer narrative:
Additional information: h6; the quality investigation is complete. Correction: d4; full UDI provided. B5; a small delay to the procedure was reported.

Event description:
It was reported that during testing at the user facility, the tip broke. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
Additional information: d4; catalog number, gtin, product long description and lot number provided